Event description:
Event description guidant received information that 10 days post-implant, this lead dislodged causing loss of capture, and far field oversensing of the atrium on the ventricular channel. The left venticular lead was operating normally. The physician successfully repositioned the lead, and it remains in service.